Event description:
It was reported the model 6933 lead had small r-waves and possible undersensing, and the model 6936 lead was undersensing. Both leads were capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.